Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a white piece on the jaw was falling off. There was no patient injury, and no piece of the device fell within the patient cavity.

Manufacturer narrative:
Correction (based on newly received information): evaluation summary: one device was returned for evaluation. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection of the disposable hand piece revealed that the jaw liner had melted and deformed during use. Function testing was performed on the returned hand piece using the test lab generator and battery. The device was activated with the jaws closed and submerged in glycerin bath at both power modes with unacceptable results due to the damaged jaw liner. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The melted jaw liner will prevent the dissector from cutting tissue sufficiently. The user's guide advises users not to activate the instrument with the clamping jaw closed unless there is tissue present as doing so may damage the device jaws.if information is provided in the future, a supplemental report will be issued.